Event description:
The generator was explanted and returned due to prophylactic replacement. No allegations were made against the vns generator. During product analysis, a visual assessment of the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The contamination that was observed on the trimmed edge of the pcba suggested probable resistive electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current and sense settings conditions. Comprehensive electrical testing showed that the generator did not perform according to functional specifications. The results of the final electrical test suggest undersensing from the heart rate sensing feature. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. The device met all specifications for release prior to distribution. Internal investigation showed that the observed premature battery life indicator and failed heart rate undersensing were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No other relevant information has been received to date.